Event description:
It was reported that a healthcare provider has complained that multiple patients were having reactions to opsite post-op visible 10x8 dressings. At the time of this report, only one lot number was indicated. We are trying to obtain more information to confirm batch numbers.

Manufacturer narrative:
(B)(4).